Event description:
Additional information received noting that the patient underwent surgery. In pre-op high impedance was observed and then in the or the surgeon noticed bubbles and/or fluid inside the outer tubing of the lead. The surgeon noted that the lead pin was securely inserted in battery header with a slight tug of the lead. The lead was taken out of the header, the battery header was examined for debris and then the lead was reinserted into the battery and the impedance was within normal limits. It was recommended that the lead be replaced due to the fluid observed and the surgeon agreed but decided against it due to safety risks and the impedance being good. Although the impedance resolved once the lead pin was reinserted, based on the fluid observed, there is likely a true lead issue that is causing the high impedance, possibly a positional fracture.

Event description:
It was reported that the patient previously was seen with high impedance during a battery replacement which resolve with pin reinsertion. The patient was recently seen in clinic and their device is now showing high impedance. There haven't been any reports of recent trauma. The patient's physician tried lowering the output current and this resulted in normal impedance once and then the following system diagnostics performed resulted in high impedance. The physician decided to disabled the device and the patient has since been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.